Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. As received, the device was above elective replacement indicator (eri) level. Electrical , mechanical analysis, and longevity assessment did not identify any anomalies.

Event description:
It was reported that the patient's pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced on (B)(6) 2023. The patient's condition was unknown.